Event description:
It was reported that after putting in the balloon, the pole broke when starting to pump in the contrast media. When the sample was received it was noted to have burst.

Manufacturer narrative:
Received 1 opened x-force balloon dilation catheter with the original unit packaging. Visual inspection noted that the catheter shaft was ruptured at the proximal end of the balloon. No pieces of the shaft material appeared to be missing. The evaluation did not find any obstructions in the lumen or other defects/conditions that would have contributed to the reported event. The root cause of the rupture is unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event.